Event description:
It was observed that during the device evaluation, the rigid video scope exhibited green image, damaged fiber bonding area at outer tube distal end, broken light guide bundle of video cable section and low or lost light transmission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable was broken which led to low or lost light transmission and green image. The most probable cause of damaged fiber bonding and light guide bundle is traced to component failure due to stress. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.